Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the nose tube came apart and the device coupling was not functioning. This was attributed to normal wear. The device was repaired and returned to the customer on 12/06/2012.

Event description:
Customer reported that the device does not work well. This is report 1 of 1 for complaint# (B)(4).